Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a replace now battery alarm and failed battery. The customer¿s blood glucose level was unknown. It was reported that they had replace now battery alarm. The customer reported did not changed battery and the pump was working and was no longer getting that alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that unattended alarms will drain the battery. The customer stated that they had second replace now battery alarm without low battery alarm. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.